Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with the bd ultra fine¿ needle experienced hub separation. The following information was provided by the initial reporter: the customer reported needle/shield separation from the barrel when removing the shield.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with the bd ultra fine¿ needle experienced hub separation. The following information was provided by the initial reporter: the customer reported needle/shield separation from the barrel when removing the shield.

Event description:
It was reported that the bd insulin syringes with the bd ultra fine¿ needle experienced hub separation. The following information was provided by the initial reporter: the customer reported needle/shield separation from the barrel when removing the shield.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-mar-04. Investigation summary: samples were received and were examined, it was observed that the needle hub/shield assembly was detached from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch# 0167556. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. CAPA pr1630423 has been opened to address this issue h3 other text : see h10.